Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead had exhibited oversensing noise resulting in pacing inhibition. The noise was reproducible with isometric exercise. Programming changes were made to address the noise oversensing. The rv lead was subsequently capped and replaced on (B)(6) 2026. There were no patient consequences.